Event description:
The customer reported that several syringes broke off at the hub. Based on the photos provided, the breakage occurred at the hub, causing the contents of the syringes to leak. No patient injuries were reported as a result of this issue.

Manufacturer narrative:
The issue was previously reported to the FDA with importer report # (B)(4). This issue was investigated with no quality issue identified. This supplemental would serve to formally withdraw the current MDR submission (importer report# (B)(4).